Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was requested/is expected but has not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was reported that during a 1st mtp joint fusion, the surgeon performed per the usual technique. The bone was prepped by drilling with k-wire and over-drill. The k-wire and drill were part of the required set. While inserting the compression screw, the screw shaft snapped leaving 2/3 of the screw in the bone. The head portion of the screw was removed from the patient and the case was completed by inserting a second screw in a different direction. The surgeon was able to achieve joint compression prior to plating.

Manufacturer narrative:
Complaint confirmed, the device was received broken in two fragments. The device was found to meet specifications. The fracture is torsional, the most likely cause is continually applying torque when the device is not advancing or misaligned and/or prying and leveraging the device during insertion.